Manufacturer narrative:
Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results from an unspecified number of patient samples tested on the cobas 8000 cobas ise module (double). The reporter was able to provide one example of a discrepant result: the initial na result was 150 mmol/l. The repeat result was 144 mmol/l.

Manufacturer narrative:
The electrode lot number and their expiration dates were requested but not provided. The investigation is ongoing.